Event description:
It is reported that a customer experienced high and low blood glucose ranging from 35 to 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting but could not find his tubing clamp. The customer stated that they will look for the tubing clamp and will call back to finish trouble shooting the pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.